Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations : the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but it was still attached, and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument failed an electrical continuity test. The probable root cause of grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.